Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with button error alarm. The customer's blood glucose level was 407mg/dl. The customer states they had not treated for the high just yet, but would be doing so with manual injection. The customer declined to troubleshoot for keypad anomaly and high blood glucose. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and passed all functional testing including self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.